Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving bupivacaine (10 mg/ml at 5.075 mg/day) and morphine (2 mg/ml at 1.015 mg/day) via an implantable infusion pump. It was reported that the pump stalled on monday (B)(6) 2020 at 7:16pm and recovered tuesday (B)(6) 2020 at 9:05am. The caller confirmed that there was no electromagnetic interference or magnet resonance imaging performed during that time frame. The logs were read and normal. No symptoms were reported.